Event description:
It was reported to nova biomedical that a consumer received blood glucose readings of 156 mg/dl, 171 mg/dl, 59 mg/dl, 82 mg/dl and 67 mg/dl within minutes of each other on her blood glucose meter. At the same time, she tested on her other meter and received a reading of 72 mg/dl, which she felt was more in line to how she was feeling at the time. No decision to treat was made on the alleged faulty meter. The difference in values was considered to be clinically significant. The meter will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.